Event description:
Customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Despite initial attempts to charge the pump successfully, the connection was unstable, requiring the caller to hold the cable in place or position the pump strategically. Cts planned to send a replacement tandem charging cable and wall adapter via two-day shipping, and if the pump battery depletes before receiving the new supplies, the customer would rely on mdi.